Event description:
It was reported that a user participating in the ilet experience study experienced a hypoglycemic event described as ¿dropped to the 20s,¿ with cause unclear and no device alerts or alarms reported. Customer care provided support that included attempts to obtain additional information from the user to assess event details and device performance without success. Investigation of this case revealed that the cause could not be determined, and no device malfunction was identified based on available information. No symptoms associated with hypoglycemia reported. Outcomes included no reported hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.